Event description:
Sealed radiation seed packages were scanned negative prior to opening them onto the surgical field for patient prostate seed implantation. Once seed cartridges are fully used, they are scanned by radiation safety to make sure no seeds remain in cartridge. There appeared to be a seed left in a cartridge. It appeared that an area of contamination was on md assistants gloves.